Event description:
As reported by hospital (B) (6), during a pci procedure utilizing an encore inflation device, "the device was unable to inflate". The device was replaced and the procedure continued. There was no pt injury or complications. The used device was returned for eval.

Manufacturer narrative:
A device history review performed on the reported lot number did not reveal any quality issues associated with the production of the inflation device. A review of the bsc complaint report for the inflation device family for the past 15 months does not indicate an adverse trend on the reported failure mode. No defects were noted upon visual inspection of the returned device. It was then subjected to testing per our specification with the following results: leak testing - passed, gauge accuracy testing - failed as the needle of the device skipped (jumped from 18-24atm). The gauge, which is not manufactured by bsc, was returned to the supplier for eval. They confirmed the skipping needle, and noted the presence of a sticky substance on the internal mechanism of the gauge. The substance possibly entered through the socket of the gauge during utilization by the end user, as no similar substance would come in contact with the device during the manufacturing process. Therefore, the exact root cause of the situation is unable to be determined. (B) (4).